Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, diagnostic imaging confirmed that the right ventricular (rv) lead was dislodged. During the repositioning procedure, the helix could not be extended or retracted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events were ¿lead dislodgement and impossible to screw the lead¿. The reported event of ¿impossible to screw the lead¿ was confirmed. As received, the helix was in retracted position and clogged with dry body fluid. Visual and x-ray examinations noted the inner coil being over-torqued in the connector region. After cleaning and applying torque directly to the inner coil, helix could be extended and retracted normally from short length of the lead. The full helix extension length was measured within specification. The cause of the reported event ¿impossible to screw the lead¿ was isolated to helix being clogged with dry body fluid and over-torque of the inner coil in the connector region. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between conductors.